Manufacturer narrative:
Gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/18/16 phone call, 11/21/16 phone call, and 11/23/16 phone call. Unique device identifier: (B)(4).

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician cycled power and continued the case with no further reported complaint. There was no reported patient injury.